Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the manufacturer facility it was found that a part of the tightening screw is broken off and the broken part is missing, posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturing facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility it was found that a part of the tightening screw is broken off and the broken part is missing, posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturing facility, there was no patient involvement and no delay to a surgical procedure.